Event description:
It was reported that after use when removing needle it was discovered that blood leakage occurred with a bd nexiva¿ diffusics¿ closed IV catheter system. The following information was provided by the initial reporter: today we had the rubber cleaning diaphragm fail. The needle was bloody on exit from the nexiva system. Unfortunately, this was the patients only good vein, so we did use it. Flushed it with 200 cc saline, then a test bolus of 20 ccs at 4 cc/s. Performed exam using 2.5 cc/s for 120 cc of contrast and 2.5 cc/s for 55 cc of saline. Worked fine, no leaks and very little of the blood was flushed from the diaphragm area. Today we had the rubber cleaning diaphragm fail. The needle was bloody on exit from the nexiva system.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9249158 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample and picture samples were returned for evaluation by our quality engineer team. Through examination of the physical sample, a definite manufacturing related defect could not be identified for this specific incident. It is possible that this incident resulted from an error during the handling of the device. It is also possible that the incident resulted due to improper placement of the control plug in the luer adapter. Root cause user related issue. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use when removing needle it was discovered that blood leakage occurred with a bd nexiva¿ diffusics¿ closed IV catheter system. The following information was provided by the initial reporter: today we had the rubber cleaning diaphragm fail. The needle was bloody on exit from the nexiva system. Unfortunately, this was the patients only good vein, so we did use it. Flushed it with 200 cc saline, then a test bolus of 20 ccs at 4 cc/s. Performed exam using 2.5 cc/s for 120 cc of contrast and 2.5 cc/s for 55 cc of saline. Worked fine, no leaks and very little of the blood was flushed from the diaphragm area. Today we had the rubber cleaning diaphragm fail. The needle was bloody on exit from the nexiva system.